Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having stimulation at their implantable neurostimulator (ins) and lead site on their back. The patient stated t he sensation goes away with their therapy is turned off. They noted that their device is to help with their back pain, in which they are getting pain relief. The patient was to have their device checked when they meet with their healthcare provider following the day of the report. No further complications were reported. The patient was implanted for non-malignant pain.